Manufacturer narrative:
Investigation completed on 11/30/2016. -DHR review, -trend analysis, -failure analysis. Device history record reviewed for this product ID under lot code/serial number/work order (B)(4) showed that this device passed the required inspection points without reworks, mrrs or variances. Trending analysis: no manufacturing or design related trend has been identified. Failure analysis: device was cleaned and inspected. Device was manufactured in 3rd quarter of 2014 and is in good condition. Torque screw has been tested to 80 lb using pressure gauge and is accurate. When used with associated mayfield products as per instructions for use, this device functions to manufacturer¿s specifications. This device was last serviced in may 2016. Plunger mechanism cleaned & plunger spring replaced. Conclusion: in summary, we are unable to confirm or duplicate the end users experience as the returned unit passed all functional testing requirements. The most likely reason or root cause could be due to the usage of a non OEM part (doro skull pin) used in conjunction with the retuned device. Per the IFU with respect to ¿non-mayfield branded products used with mayfield products, we caution that we have only validated mayfield products. Lastly, the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
On (B)(6) 2016 the a1059 mayfield modified skull clamp slipped and caused a laceration in a patient undergoing a craniotomy procedure. The laceration was 6cm in length and required staples for treatment and closure of the wound. The incident caused a 30 minute delay in the surgery. Reusable mayfield skull pins were used along with doro (brand) reusable skull pins.